Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Cardiohelp measured wrong pressures (e.g.pven 700, part 400-600) after priming procedure and in use with patient. Suspicion of water inside the pressure transducer connector cable. Connector was dry. It was the second hls with the same charge and the same problem. Cardiohelp system was changed, the problem with the wrong measurement stayed. Oxygenator was used until end of therapy. No consequences to the patient was reported. (B)(4).

Manufacturer narrative:
(B)(4). The product in question was requested to return for manufacturer's laboratory investigation. According to the investigation report of the manufacturer`s laboratory: oxygenator purified me sodium hypochlorite. Protective cover removed. Following integrated sensor traces of blood are seen. The contacts are corroded in the venous sensor (this failure is known to mcp and was investigated under nc (B)(4)). Hls modules connected to the cardiohelp. The internal and arterial values are not displayed. To the info: if the sensors become wet, the values on the cardiohelp are not displayed or the values jump. Corroded contacts do not always display the values. Thus the failure could be confirmed. The cause of the failure was determined to the traces of blood on the integrated sensor. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error.

Event description:
Internal reference: (B)(4).